Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the balloon was inspected and was found to be ruptured. The balloon bonds were inspected and found to be continuous and intact. Functional testing cannot be performed based on the returned condition of the balloon. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon inflation failure occurred. The target lesion was located in the non-calcified aorta. After a 16f non-bsc introducer sheath was inserted, a 33/7/2/65 equalizer¿ occlusion balloon catheter was advanced as a "touch-up" during stent graft interpolation. However, during dilatation, the balloon did not inflate. The device was removed from the patient and it was noted that the balloon apposition part was shifted towards the proximal end. The procedure was completed with a different device. No patient complications nor injuries were reported.